Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with unknown mentor gel breast implants experienced bilateral chest injury and grade IV capsular contracture, and right-sided implant rupture postoperatively. The patient suffered trauma in a motor accident, and the diagnoses were made by a healthcare professional. As a result, the patient underwent explantation and replacement with 375cc mentor smooth round moderate profile saline breast implants (catalog # 3501660, both implants lot # 152850) on (B)(6) 1997. This medwatch report is for the left-sided implant.